Event description:
The customer reported via phone call that the customer experienced high blood glucose and received the no delivery alarm on the insulin pump. The customer's blood glucose was 464 mg/dl. The customer explained that she was delivering a bolus, but that the bolus did not go through. After resetting the device, rewinding everything and performing a new set change, the insulin pump alarmed no delivery again. The customer subsequently treated her blood glucose with a manual injection. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved. The customer was advised to call back when the alarm occurred in order to properly troubleshoot. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.